Event description:
Customer reportedly, received the following results within 10 minutes on the advantage sys: 229 mg/dl, 81 mg/dl, and 150 mg/dl. Low blood glucose symptoms reported with these results; self treated with orange juice. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.